Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in shock lead impedance that has reached out of range measurements. Technical services (ts) was consulted and recommended testing options. A defibrillation threshold (dft) test was performed and the patient will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in shock lead impedance that has reached out of range measurements. Technical services (ts) was consulted and recommended testing options. This rv lead remains in service. No adverse patient effects were reported.